Event description:
Customer reported the unicel dxc 600 pro synchron system had low carbon dioxide (co2) recoveries on 10 patients. After the low co2 recoveries, customer attempted to recalibrate co2 and calibration failed. Erroneous results were not reported out of the lab. No change in patient treatment. Customer noted bubbles in the co2 acid reagent line. Qc recoveries were within lab-established ranges.

Manufacturer narrative:
Field service engineer (fse) was dispatched and evaluated the instrument. Fse reported the cause of the co2 calibration failure and erroneous co2 results was the ratio pump. Fse replaced the ratio pump and issue was resolved.